Manufacturer narrative:
The reported complaint of header anomaly was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header and setscrews were performed and no anomaly was noted. Further electrical testing was performed, indicating normal device performance. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
During an initial implant procedure, the physician attempted to place the rv lead into the header and observed a header anomaly on the device. A new device was used to resolve the event. The patient was stable.